Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station critical override did not work because it was in a non-profile mode. A technical support specialist guided the user on the override groups, user role and also updated asset management. Since the computer name for emergency room station was still 'intensive care unit', it was verified and found that it was used by the station name emergency room 2, which was addressed to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, critical override mode did not work when moved from the intensive care unit to the emergency room, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.